Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2)). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #3). Emdr was submitted to represent the bard/davol flat mesh (device #4). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent an open bilateral inguinal hernia repair. A bard flat mesh(device #1 and device #2) was implanted in patient during this repair. On (B)(6) 2007: the patient underwent an open bilateral inguinal hernia repair due to complications. A bard flat mesh(device #3 and device #4) was implanted in patient during this repair. On (B)(6) 2010 - patient underwent an additional open repair of recurrent left inguinal hernia. The patient continues to suffer complications, permanent disfigurement and chronic pain. The bard flat mesh (devices #1,#2,#3,and #4) implanted in patient failed to reasonably perform as intended. The bard flat mesh (devices #1,#2,#3,#4) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard flat mesh was initially implanted to treat. Patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. The bard flat mesh (devices #1,#2,#3,#4) was defective.